Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead was returned and analyzed.

Event description:
It was reported that during the implant that there was difficulty passing stylets down the right atrial lead. The lead was removed and replaced with a new lead. No patient complications were reported as a result of this event.